Event description:
It was reported that on (B)(6) 2016, the patient presented with an unknown condition. The patient was implanted with a conformable gore® tag® thoracic endoprosthesis. On (B)(6) 2019, the patient presented with a retrograde type a dissection. The reason for the original procedure is unknown. Dissection was resolved with a total arch replacement into the existing ctag device. The physician has no opinion regarding the cause of the dissection. No further information is available.